Event description:
Event description guidant received information that during a lead revision procedure for dislodgement, it was noted after the repositioning the lead impedances were greater than 1800 ohms. Additionally, the lead sensed but did not pace. A lead fracture was suspected. The lead had only been implanted for one day. The lead was removed, replaced and will be returned for analysis.